Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate shock therapy due to oversensing. Device interrogation revealed a code, indicative of an open circuit condition. High out-of-range shock and pace impedance measurements and loss of capture due to high pacing thresholds were also noted. Lead conductor fracture was suspected. Subsequently, the patient underwent a revision procedure to replace the lead. However, the procedure was unsuccessful due to obstruction in the superior vena cava trajectory, and the patient was referred to a (B)(6) hospital in (B)(6) for a second revision attempt. In the meantime, the patient's existing cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to left ventricular (lv) only. No additional adverse patient effects were reported. Additional information received indicates the patient's heart function has improved and the ICD indication is no longer necessary at this time. The rv lead has been deactivated and only the lv is on as crt pacing. The patient will continued to be closely followed, as the physician is hopeful their situation will remain stable.